Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after an unsuccessful attempt to remove their implantable cardioverter defibrillator from the pocket. The device had eroded the pocket. The physician explanted the system due to infection. It was noted that the pin of the right atrial lead was plugged. The patient was stable before, during and after the procedure.